Manufacturer narrative:
(B)(4). Per the physician, this event was irrelevant to the device. No additional information was provided. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition, ce eluting coronary stent systems (eccs) instructions for use, as known patient effect(s). A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional xience xpedition device is being filed under a separate medwatch manufacturer report number.

Event description:
(B)(4). Patient ID: (B)(6). It was reported that the patient was hospitalized on (B)(6) 2014. Coronary angiography showed three vascular lesions. On (B)(6) 2014, a 3.5 x 38 mm xience xpedition stent was successfully implanted in the mid right coronary artery (rca) with 70%-85% diffuse stenosis, and a 2.5 x 38 mm xience xpedition stent was successfully implanted in the left circumflex (lcx) proximal-distal with 60%-80% diffuse stenosis. The patient was discharged on 19-dec-2014. Follow-up on (B)(6) 2018 indicated that on (B)(6) 2017, the patient was re-hospitalized for chest distress and pain lasting 3 months, which was diagnosed as coronary heart disease. On (B)(6) 2017, angiography showed 60% stenosis in the mid lcx, clear in the distal lcx, 95% restenosis in the mid rca, 90% stenosis in the rca-posterior descending artery. Balloon dilatation was performed and the patient was discharged home on (B)(6) 2017. Per the physician, the event was possibly related to the device. The patient was re-hospitalized on (B)(6) 2017. On (B)(6) 2017, angiography showed the stent was clear in the mrcx. A 3.0 x 29 mm non-abbott stent and a 3.5 x 18 mm non-abbot stent were successfully implanted in the left anterior descending coronary artery. The patient was discharged home on (B)(6) 2017.